Event description:
It was reported that the patient underwent implant of a baerveldt shunt in (B)(6) 2014. Sometime following the implant, the patient was admitted to the hospital with a severe eye infection. The shunt was explanted on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
Date of birth/age: unknown. Sex: unknown. Serial number: unknown. Expiration date: unknown. If implanted, give date: (B)(6) 2014, the exact date is unknown. Initial reporter: telephone number: (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: (B)(6) 1949. Gender/sex: female. The patient was diagnosed with the eye infection, left endophthalmitis, two (2) weeks following the shunt implant. Patient outcome reported as poor vision. Medications presribed post op were s/c betnesol and s/c cefuzime. Serial number: (B)(4). Expiration date: 10/28/2015 if implanted, give date: (B)(6) 2014. (B)(6). (B)(4). Device manufacture date: 11/28/2013 all pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information: the patient was diagnosed with the eye infection, left endophthalmitis, two (2) weeks following the shunt implant. Patient outcome reported as poor vision.